Event description:
It was reported that the patient presented with shortness of breath and the ventricular assist device (vad) exhibited low flows. An angio computerized tomography (CT) scan showed thrombus in the outflow graft (ofg) near the aortic anastomosis. It was noted that the patient¿s international normalized ratio (inr) was therapeutic at the time of the event. The patient received thrombolytics, a percutaneous transluminal angioplasty (pta) was performed, and the ofg was stented. After the stent employment, the vad flow increased to normal value. The vad and ofg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ outflow graft. Medical device: model #: 1125/ catalog #: 1125 / expiration date: 31-may-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Device mfg date: 01-may-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Additional information was received regarding further event details including laboratory data. Correction b3: date of event was corrected from (B)(6) 2021 to (B)(6) 2021. Correction b7: relevant history post vad was corrected to remove "(B)(6) 2021: hospitalized due to vad thrombus and treated with m edication." Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s anticoagulation was controlled and inr was 2.0 at the time of the event. The patient was hospitalized and then discharged seven days later after medical treatment.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) ((B)(6)) and the associated outflow graft (lot 17375004-1172) were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a slight decrease in power consumption and estimated flows beginning on 12-dec-2021, followed by an increase in parameters on (B)(6) 2021, and 381 low flow alarms recorded since 12-dec-2021. Information provided by the site indicated that, in addition to low flows, the patient presented with shortness of breath, and an angio computerized tomography (CT) scan showed thrombus in the outflow graft near the aortic anastomosis. The patient received thrombolytics, a percutaneous transluminal angioplasty was performed, and the outflow graft was stented, which corresponds with the observed increase in power consumption and estimated flows. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft 17375004-1172 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.